Manufacturer narrative:
(B)(4). Batch #: u95c04. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the mcm20 devices was returned inside it's original packaging. Upon visual inspection, it was observed that the tyvek and blister from the packaging were damaged. The sterility was compromised. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that before a laparoscopic hepatectomy, the packaging was open and noted that some of the staples fell off. Changed to new device to complete surgery. No patient consequence.